Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and broken battery tube threads. The test infusion set and reservoir does not lock into place. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. \

Event description:
Information received by medtronic indicated that insulin pump had reservoir compartment was cracked. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. The device will not be returned for analysis.